Manufacturer narrative:
The device was returned to zoll medical belgium/netherlands for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including performing power cycles with battery and aux separately and together, hot-swapping batteries with and without aux, and performing general defib functions while bench handling without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.